Event description:
It was reported by the cath lab supervisor that the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted and as the md was inserting the iab through the sheath it became stuck. As a result, the iab and the sheath were removed as one unit. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.